Event description:
The customer observed a falsely elevated sodium result generated on an alinity c processing module for one patient. Sid (B)(6) initial result = 164, repeat result = 140. There was no impact to patient management.

Manufacturer narrative:
This follow up being submitted to correct section h- device manufacturers only; investigation conclusions from d14 ( no problem detected) to d16 (conclusion not yet available).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely elevated sodium result generated on an alinity c processing module for one patient. Sid (B)(6), initial result = 164, repeat result = 140. There was no impact to patient management.